Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a broken battery cap and keypad anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump has malfunctioned on and off. The customer stated that the battery cap chuck is missing at the top of the pump. The customer also stated that the buttons are sticky and the battery life is shortened. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.